Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope had foreign material at the distal end surface, and adhesive around the objective lens was dirty during annual inspection. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: grip is shaved, air water cylinder has discoloration, suction cylinder has discoloration, switch box and scope cover case unit have dents, due to wear of angle wire the play of the up/down knob is out of specification, connecting tube has a scratch, and corrosion around the arm. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found on the distal end and the objective lens glue was dirty, however, the specific material could not be identified and the cause of the material remaining on the device could not be specified. It is unknown if reprocessing was performed according to the instructions for use (IFU). An attempt was made to obtain information regarding the user's reprocessing but no information was provided. The event can be detected and prevented by handling the device in accordance with the following IFU: tjf-q190v operation manual "3.3 inspection of the endoscope" shows how to detect the event. Tjf-q190v reprocessing manual "5.5 manually cleaning the endoscope and accessories" shows how to prevent the event. Olympus will continue to monitor field performance for this device.